Event description:
It was reported that during a coronary angioplasty procedure, deflation difficulties occurred. The target lesion was located in the non calcified and severely tortuous, subocclusive ramus artery. The 1.5x15mm apex push monorail balloon catheter reached the lesion without any problems. The balloon crossed the lesion and the physician inflated it to 16 atms. When the physician tried to deflate the balloon, it did not respond. The balloon remained inflated for 2 minutes and 30 seconds, during this time, the physician inflated the balloon to 20 atms and rotated it, and then the physician was able to deflate the balloon and successfully removed it from the pt. It was noted that the balloon was not inflated when it was removed from the pt. The physician then inflated the same device twice in the pt, once in the proximal side of the lesion and once in the distal side of the lesion without any problems. The procedure was completed with this device with no pt complications reported. The patient's current condition is listed as "stable". This product is only ous approved but is similar to a marketed us device.